Manufacturer narrative:
The pump alarmed unexpected restart after battery change due to faulty c13 on interface board. There was no external ram crc error noted. The pump was received with cracked case at the display window corners and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received eternal ram crc error and unexpected restart alarms on their insulin pump. It was reported that the device would be replaced and returned for analysis. No further information provided.